Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 202 mg/dl to a value displayed as (high) on the continuous glucose monitor. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.